Event description:
Patient was undergoing colonsocopy for anemia and rectal bleeding. A less than 1 cm sessile polyp was identified in the cecum and was removed using cold snare technique. Cautery was contraindicated due to possible use of anticoagulants. The proceduralist attempted to use the resolution clip to control some transient bleeding at the polyp site. Once the clip was deployed, it would not separate from the sheath. A small amount of tissue was eventually removed with the clip. The site did not bleed and was left alone.